Manufacturer narrative:
Additional information device evaluation- the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to the lens and residue on lens surface. Claim #(B)(4).

Manufacturer narrative:
PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5 12.6, -13.50/3.0/098 (sphere/cylinder/axis) , implantable collamer lens into the patients right eye (od) on (B)(6) 2019. Significant reduction of irido-corneal angels and excessive vault, pigment dispersion, unreactive(fixed) pupil, and glare/haloes was observed. The lens was removed and exchanged on (B)(6) 2019 with a shorter lens and the problem was resolved. Cause of the event is reported as a patient related factor.